Event description:
The product is our single lumen PICC line 26g. It blocks when inserted into the patient. We have pulled the lot 11347875. A total of 18 have been pulled. PICC was removed - new PICC needed to be placed.

Manufacturer narrative:
The affected device was not returned for evaluation, only one sealed catheter was returned for review. The catheter was tested with a water filled syringe and there was no occlusion observed. Therefore, the complaint could not be confirmed and a definite root cause and corrective action cannot be established.